Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). The investigation has not been completed on this pump.

Manufacturer narrative:
Follow-up # 3 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim and the letters were discolored. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. Evidence of contamination was found under all key contacts. The up arrow, down arrow, and ok keypad buttons were appropriately responsive. Unrelated to the complaint, the contrast keypad button was intermittently unresponsive.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dimming/fading and could not be read in the sunlight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.